Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a product mix-up occurred. The target lesion was located in the right coronary artery (rca). The physician wanted to implant a liberte bare metal stent, as the patient had a history of gi bleeds and atrial fibrillation. The patient was also on coumadin and the physician did not want to put the patient on long-term plavix. However, when the physician asked for a liberte bare metal stent, he was given a 4.00x12mm taxus liberte drug eluting stent which was implanted in the rca. No patient complications were reported and the patient was discharged from the hospital on coumadin and plavix. The patient's current condition is listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.